Event description:
Customer reported that pump did not accurately read insulin amount in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting.